Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's bottom seal plate was slightly lifted from the jaw and damaged. The analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured, and it was found to be within specification. The damage to the device's seal plate and overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The damage to the seal plate and overmold caused the device to not complete its seals properly and produced alarm activations. It was reported that the device stopped working unexpectedly during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the device stopped activation in the middle and a new ligasure was used with the same ft10 to complete the procedure. The reporter added that the device was not broken and did not fall into patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device's bottom seal plate was slightly lifted from the jaw and damaged. A piece of the top jaw overmold was also found to be damaged and missing. The missing piece was not returned